Event description:
A complaint was received that when using a medisense blood glucose monitoring device, the consumer was receiving high capillary readings. The meter was found to not be calibrated to the test strips being used. When the valves were plotted onto clarke error grid, the results fell within the "e" zone which is considered clinically significant. There was no serious injury or medical intervention reported. Calibrated education took place with the consumer.